Event description:
Reporter alleged the lancet needle did not retract after firing in the multiclix lancet device. No serious adverse event was reported in relation to the alleged malfunction. Requested return of suspect device.